Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. Provocative testing was performed, but the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.